Manufacturer narrative:
Section b3: date of event: unknown, not provided, but the best estimate date is on or prior to jan. 16, 2026. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown/not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: unique identifier (UDI) number: unknown, as the serial number was not provided section d6a: if implanted, give date: unknown/ requested but not provided section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was being unhappy with vision for three years after receiving a preloaded multifocal intraocular lens (iol) in the left eye. The patient experienced blurry vision, halos, and glare, and eventually requested a new lens to improve visual function. These issues were identified during a postoperative examination. No further information was provided.

Manufacturer narrative:
Additional information: the product was received for evaluation. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: feb. 24, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the lens was cut in half. No issues that could contribute to the complaint issue were observed. During the product evaluation it was confirmed that the physical characteristics of the lens matched a dfr00v model lens. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the limited information provided, it is not possible to determine an indication of product malfunction or product deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.